Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor seized, jammed and was moving heavy. It was further determined that the device motor was faulty. It was further determined that the device failed for check the off/osc/on switch mode function. It was further determined that the motor was running rough and was defective. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the turning speed of the small battery drive device was very slow and it generated heat. It was reported that the event occurred during use on a patient. There was a twenty minute delay to the surgical procedure. It was not reported if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.